Manufacturer narrative:
We received this product complaint (product code 31022, lot l16772) on october 30, 2017 from (B)(6), wound care training coordinator for (B)(6). The customer name was reported as (B)(6) & hospice. The problem reported was one of the clinicians who frequently uses medihoney alginate on his patients had 3 patients complain of the product burning them for about 20 to 30 minutes, there was no physical damage evident. Additional information was requested by derma sciences on october 31, 2017 to which a response was provided on nov 7, 2017 by the director of nursing for (B)(6) and hospice. Additional information suggested that the patients were not allergic to honey, and the wounds treated were partial thickness to full thickness with some drainage and confirmed that it was a burning sensation and not stinging. We have checked our device history records and no deviations were noted and all product met finished product specifications. Customer complaint logs were checked for the past three years and no complaints or any adverse events were reported on medihoney causing pain in patients during treatment. In addition, we have the following precaution statement on our instructions for use "some patients may notice slight transient stinging. If stinging does not stop and persists and cannot be managed with an analgesic, remove dressing, cleanse area, and discontinue use of medihoney dressing". Based on the above information provided and safe use of this product for over 10 years , we are unable to determine a root cause for this complaint and feel this to be an isolated incident and will continue to monitor for any similar occurences.

Event description:
One of the clinicians who frequently used medihoney alginate on his patients had 3 patients complaining of the product burning them for about 20 to 30 min, there was no physical damage evident.